Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: the sample was received for evaluation. The sample was visually inspected and functionally tested. A leak was identified from the port tube seal. The cause was determined to be a manufacturing issue. Corrective actions include replacements of critical parts and corrective maintenance. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3l eva empty bag had leaked. The leak occurred near the port tube before use. There was no patient involvement. Additional information was requested and is not available.